Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that, "(B)(6) pt underwent a surgical procedure of tkr on 2000. On (B)(6) 2011 the pt underwent an unanticipated revision surgery due to loosening of the femoral component of the prosthesis.